Event description:
Patient (B)(6) sent a letter to stryker (B)(4) to report the following event : "right total hip prosthesis type charnley by trochanterotomy implanted on (B)(6) 1997 at the (B)(6) hospital. Regular follow-up visits with implant surgeon at the (B)(6). On (B)(6) 2012, the stem fractured in 2 pieces, without notion of fall or trauma, only when bending over. Revision surgery performed on (B)(6) 2012 forcing me to stop working for 3 months. After a request for compensation sent to the (B)(6) hospital on (B)(6) 2012, the associate director of the hospital sent me a letter, indicating that it may be a failure of the prosthesis.[...]"

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
It was determined competitor devices were used, not stryker. No further investigation required.

Event description:
Patient mister (B)(6) sent a letter to stryker (B)(4) to report the following event : "right total hip prosthesis type charnley by trochanterotomy implanted on (B)(6) 1997 at the (B)(6) hospital. Regular follow-up visits with implant surgeon at the (B)(6). On (B)(6) 2012, the stem fractured in 2 pieces, without notion of fall or trauma, only when bending over. Revision surgery performed on (B)(6) 2012 forcing me to stop working for 3 months. After a request for compensation sent to the (B)(6) hospital on (B)(6) 2012, the associate director of the hospital sent me a letter, indicating that it may be a failure of the prosthesis.[...]"